Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's batteries won't stayed charge longer than 10 minutes. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge fse was dispatched to evaluate the unit and during evaluation he noticed that the battery indicated that it was fully charged. The battery ran1 hour 15 min. The fse then replaced the battery and performed preventative maintenance with full functional and safety tests, per factory specifications. The unit passed all tests performed and was returned to customer and cleared for clinical use.